Event description:
The thermacor 1200 rapid infusion system was being used at (B)(6), and during a procedure, the hospital stated the cassette started leaking from the bottom of the cassette. The hospital changed out the cassette in order to continue the surgery. No patient injury or extended time to surgery was noted by the hospital. The cassette was returned by the hospital, and the investigation was completed. The adhesive bonding was not secure at two locations - 1) tubing that attached to the filter for the pressure port was not secure, and 2) the filter to the pressure port was not secure. Both of these locations use adhesive for securing the parts together. The DHR was reviewed and no issue was noted during assembly or during leak testing. The final cassette assembly is pressure decay tested, and this lot did not indicate any leaks. The retain sample was tested and no issue was noted. The retain sample was opened, and the connections were secure on the filters and the tubing and the filters to the pressure ports. No issue has been noted for this lot of cassettes in the field. There is no inventory left available for this lot of cassettes.

Manufacturer narrative:
Complaint (B)(4).